Event description:
Boston scientific received information that this pacemaker declared end of life (eol) earlier than expected. A longevity calculation was performed, and expected longevity should have been 5.9 years. This device was implanted approximately three years and four months ago. The device was subsequently explanted and replaced.

Manufacturer narrative:
The device is scheduled to be returned for laboratory analysis. Upon completion from analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the device was analyzed. A longevity calculation was performed, which confirmed the device had failed to meet longevity expectations. The device case was opened and the battery was replaced with a power supply. Electrical measurements noted a high current condition. Further detailed analysis isolated the high current condition to a degraded low-voltage capacitor, causing the reported field observation